Event description:
It was reported that the patient presented in clinic with bradycardia. It was found that the patient's pacemaker exhibited loss of telemetry with the inability to produce a magnet response. It was further alleged that the device failed to pace and exhibited signs of premature battery depletion. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
Correction d9: product return date should be apr 15, 2022, which was not included in prior report.

Manufacturer narrative:
The reported events of inability to pace, inability to interrogate and premature discharge of battery were confirmed. The device was received with no telemetry communication and no output.. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, indicating elevated current drain, consistent with moisture damage, depleting the battery prematurely, and resulting in the reported event. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.